Event description:
It was reported that the home patient (hp) connected for peritoneal dialysis (pd) therapy to an unprimed line. During the troubleshooting for an unrelated alarm, the hp told the technical service representative (tsr) that they did not see that their patient line clamp was still closed. The hp was connected to the setup by then and in fill 1. The tsr advised the hp about the line being unable to prime with the clamp closed and instructed to end the therapy so the hp could re-start with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that the patient line was not properly primed prior to the patient connecting. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It instructs the user to open the clamp on the patient line to ensure proper priming. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.